Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a timberline articulating arm lateral was jammed and would not close down intra-operatively. The procedure was completed without the use of the arm, and without any patient or procedural impact.

Event description:
It was reported that a timberline articulating arm lateral was jammed and would not close down intra-operatively. The procedure was completed without the use of the arm, and without any patient or procedural impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. A visual inspection revealed the arm connect (8734-0020-010) is jammed and no longer functional. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for the timberline articulating arm for the failure of binding. The failure could possibly be attributed to damage over time and repeated usage of the instruments leading to the binding of the arm connect. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.